Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited high pacing impedance. The impedance kept increasing throughout the procedure and the physician elected to use a new lead. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that patient was stable throughout the procedure.